Manufacturer narrative:
The device has been received for analysis. If received and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation by the complainant that there was an issue with a zero tip nitinol stone retrieval basket on (B)(6), 2011. It could not be obtained what the issue was nor how the procedure was completed, however it was reported that it occurred outside the patient. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Examination of the returned device found the basket would open and close without any issues. The basket would function with the device held straight and when held in a loop. All of the basket wires were present and attached; however, the basket wires were not evenly spaced when opened. Kinks were found along the outer sheath; these kinks did not impact the ability of the basket to function. There are controls in the manufacturing process that exist to limit product performance issues. However, the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. Additionally, a search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the device evaluation results this complaint is no longer considered a reportable event. (B)(4).

Event description:
It was reported to boston scientific corporation by the complainant that there was an issue with a zero tip nitinol stone retrieval basket on (B)(6), 2011. It could not be obtained what the issue was nor how the procedure was completed, however it was reported that it occurred outside the patient. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.